Event description:
The customer reported that the insulin came out while changing the infusion set and during priming. The caller stated that she did not get all the insulin; she would have died or would have a glucose level over 400mg/dl. The customer mentioned that insulin squirted out during the manual prime process. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.